Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that due to heavy usage of the spreader/camlock assembly wears the slots in legs as well as in base plates creating slop in base. No defect found with eyelet cables or mast being crooked., which confirmed the original complaint issue.

Event description:
The dealer stated that where the legs connect in the back of the unit, the legs were unstable at the connection. The dealer stated there is a bolt that goes through it and the hole is out of round.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated that where the legs connect in the back of the unit, the legs were unstable at the connection. The dealer stated there is a bolt that goes through it and the hole is out of round.